Event description:
It was reported that pump experienced malfunction with non-resettable fault and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, cts provided instructions for placing malfunctioning pump into storage mode and for returning it within 10 days, and a replacement pump with updated software was arranged and shipped, with customer instructed to reprogram pump settings and reconnect cgm on replacement device.